Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details how issue was addressed?

Event description:
It was reported that during an unknown procedure the tissue was dragged inside the jaw upon firing its 4th reload. Causing the staple line to be malformed. There were no patient consequences.